Manufacturer narrative:
D10: 300-01-11 - equi, hum stem primary, press fit 11mm: (B)(6), 300-10-15 - equi replicator plate 1.5mm o/s: (B)(6), 300-20-02 - equi square torque define screw drive kit: (B)(6), 310-02-44 - equinoxe, humeral head tall, 44mm (alpha): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on the right side. Subsequently, the patient experienced pain. As a result, approximately seven years and ten months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.